Event description:
During the index procedure the patient had a complete se sfa ide stent implanted in the sfa. Patient death is reported to have occurred approximately 36 months post index procedure. The investigator did not assess the relationship between the event and the study device. Please note complete se sfa is not approved in the united states however it is considered similar to complete se iliac

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4). Event date is year valid only.

Event description:
Patient expired approximately 30 months post index procedure. Cause of death was assessed as due to lung cancer. Investigator assessed that the event was not related to the study device.